Event description:
The user facility reports one incident where staff observed increased tmp, light colored blood, and a clot in the venous chamber. Blood in the extracorporeal circuit was discarded, resulting in ebl = 200 cc. No pt injury or need for medical intervention is reported. A new bloodline was set up to resume a complete therapy. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Investigation and sample eval are pending at the time of filing initial MDR. A f/u MDR will be filed when investigation is complete.